Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 7017533; model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray revealed that the leads had moved. The patient underwent a revision procedure wherein the leads were revised. The patient was doing well postoperatively.